Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, swelling and pain. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney and implant op report: on (B)(6) 2017 - patient underwent laparoscopic right inguinal hernia repair and left inguinal herniorrhaphy using bard mesh flat sheet and fixated using a non-bard fixation device. Attorney alleges that the patient had surgery to repair a hernia in which a bard mesh flat sheet was implanted utilizing a non-bard fixation device on (B)(6) 2017. It is alleged that subsequent to the surgery, the patient began to feel pain, swelling and other symptoms associated with defective mesh or improperly affixed mesh. Attorney also alleges that the defendant's failure to warn patient caused the patient to suffer tearing, abnormal bowel function, and to require potential additional surgery to properly repair the hernia. It is also alleged that the patient suffered bodily injury, resulting pain and suffering, disability, disfigurement, aggravation of a pre-existing condition, expense of hospitalization and medical and nursing care and treatment.